Manufacturer narrative:
The system controller was returned to the manufacturer for evaluation. The report of alarms was confirmed during the evaluation of system controller. During functional testing of the controller, the "power cable disconnect" alarms occurred when the black power lead was flexed at the connector. Further evaluation of the system controller revealed that the brown conductor in the black power lead was broken. This situation is being addressed through the manufacturer's corrective/preventative action system and an urgent medical device correction notice (29165969/2/10001-c) was sent to customers. No further information is available. The manufacturer is closing its file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that while the patient was in the rehabilitation center, he experienced a power cable disconnect alarm on the power module. The power module patient cable was exchanged and things were fine for a while, and then there was about a two minute period of low voltage, power cable disconnect, and low speed alarms. The system controller was then exchanged, the alarms were resolved. The patient remains ongoing on the lvad and no further issues were reported.